Manufacturer narrative:
Testing and investigation found that the device powered on normally and passed the self test. It was observed that the touchscreen was not responsive when the keys were pressed. Further testing found contamination on the bottom of the touchscreen. This was due to contamination on the touchscreen due to fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned ot the biomedical department from the emergency ctr with a report that prior to pt use, the touchscreen did not respond. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.